Event description:
The pt had a catheter revision done and experienced overdose symptoms. The pt had decreased responsiveness - "somewhat responsive to a deep sternum rub" - and low blood pressure. The pump was stopped, the reservoir was rinsed twice with preservative free saline and new drug was put in.